Event description:
Pt received a left breast implant on 6/25/85 as a replacement for one of an unk MFR. Pt also alleges having pain beginning in 1/1996. Physician states pt had discomfort and tenderness. Pt's implant was scheduled for removal on 9/18/96; however, co is uncertain if removal took place.